Event description:
Not really sure about the month but the year was 2005. Had this device implanted but was told very little about it as it was fairly new and there was not much information about it then. I had no problems that I was aware of until (B)(6) of 2012. I had a pain in my left side that I had been having off and on for years but this day it escalated and I went to the ER. Once there they performed test after test but found nothing. While there I received a shot for pain and my left thigh went numb. I went to my regular dr. A few days later and she did tests also..nothing. The numbness in my thigh gave slightly to pain which had me unable to move around much or work. I went to specialist after specialist. Nothing. I finally started researching because I felt a poking in my abdomen and wondered if it was essure. I went to gynecologist and she performed an ultrasound but found nothing. She suggested exploratory surgery to find the answer to my pain. I had it done on (B)(6), 2013. She had to do a hysterectomy due to all of the scarring found inside my uterus. As of today (B)(6), 2013, a year to the day of the initial pain...the pain is gone. I found a group after researching problems from essure and found many side effect..most of which I have experienced.